Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy for lead noise. A drop in high voltage lead impedance was also noted. The lead was capped and replaced on (B)(6) 2017.